Event description:
Reportedly, the lead was implanted on (B)(6) 2024. The following day, (B)(6) the physician observed that the threshold of the right ventricular lead was very high, higher than 5v and impedance was within acceptable range. Two days post implantation, on (B)(6) a reintervention was performed. The physician tried to reposition the lead but high impedance were obtained so he decided to explant the lead and to implant a ne one.

Manufacturer narrative:
Summary of the investigation: manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The review of the patient files revealed that since on (B)(6) 2024 (one day post implantation) an issue with the ventricular lead position occurred (high rv ventricular threshold value and abnormal sensing histogram). As received the fixation function was blocked due to blood coagulation within the tip. After thorough cleaning to remove the blood residue, the fixation mechanism operated as specified. The x-ray tests confirmed that the screw was slight bent, this finding could be occurred during the explantation procedure. All other electrical, mechanical, and dimensional measurements were within specifications. The reported dislodgement most likely occurred due to external factors that are independent of the lead characteristics, such as physician preferred implant site or patient physiology/anatomy. These issues are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, the lead was implanted on (B)(6) 2024. The following day, on (B)(6), the physician observed that the threshold of the right ventricular lead was very high, higher than 5v and impedance was within acceptable range. Two days post implantation, on (B)(6), a reintervention was performed. The physician tried to reposition the lead but high impedance were obtained so he decided to explant the lead and to implant a ne one.